Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # (B)(4). It was reported that the patient's centrimag failed to display flow.

Event description:
Correction: there was no patient involvement reported with this event.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2023-03239. The MFR number should have been fei-based with the 10-digit fei being (B)(4). Manufacturer's investigation conclusion: the centrimag motor (serial #: (B)(6)) was returned for evaluation for the reported event of flow not being displayed. A log file was downloaded from the returned and associated centrimag 2nd generation primary console (serial #: (B)(6)) for review. A review of the downloaded log file showed relevant events spanning approximately 4 days (23apr2023 ¿ 25apr2023, 18may2023 per time stamp). The console was operating a motor at a speed of ~3600 rpm with a flow of ~3.5 lpm. Beginning on 24apr2023 at 03:09, the flow dropped below 1 lpm and continued to decrease to be a negative value. A ¿flow below minimum: f3¿ alarm activated. The console was shutdown at 03:26. The console was power cycled several times before returning to abbott. There were no other notable events active in the log file. Pump operation was not affected. The motor was connected to the returned and associated centrimag 2nd generation primary console and flow probe and was run for several days on a mock loop without issue. The motor was tested independently of the console and flow probe and operated as intended. The motor was functionally tested and passed all tests. The reported event was unable to be correlated to an issue with the returned motor. The 2nd generation centrimag system operating manual, rev. L, section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, rev. L, section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.